Manufacturer narrative:
The customer's reported complaint of the platform displaying ua 45 (not at "home" position after power-on/restart) was confirmed during archive review and functional testing. Ua 45 was attributed to the drive shaft not being at home position. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Functional testing could not be performed due to a ua 45 error message that displayed upon powering on the platform. It was determined that the ua 45 was due to the encoder shaft was one revolution off the home position. After the drive shaft was rotated to the "home" position remedied the ua45 fault. In addition, the load cell characterization testing was also performed and confirmed that both load cell modules are functioning within the specification. The platform was functionally tested and the platform passed functional testing and there were no faults/errors found during testing. A review of the platform archive was performed, and user advisory (ua) 45 (shaft not at "home" position after power-on/restart) occurred during the event date on (B)(6) 2016; thus confirming the reported complaint. A visual inspection of the returned autopulse platform was performed and found both head restraint loops and long black cover were damaged. The autopulse platform is a reusable device and was manufactured on 01/18/2006. Therefore, these types of physical damages found during visual inspection are characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Historical complaints were reviewed and one previous related complaint ((B)(4)) was reported on 01/24/2013 for this autopulse platform (s/n: (B)(4)). The same error message ua45 was observed during evaluation and it was due to the drive shaft not being at home position.

Manufacturer narrative:
Zoll has not yet received the zoll platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform (sn: (B)(4)) was displaying error message user advisory (ua) 45 (not at "home" position after power-on/restart). No further information was provided. No known patient consequences reported.